Manufacturer narrative:
(B)(4). The device has been received from the user facility at our bbm laboratory in (B)(4) and the investigation is on going at this time. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "an (B)(6) woman was treated at ward 128 (nephrology and rheumatology) during the period between (B)(6) 2014 - (B)(6) 2015. History of the patient: rheumatoid arthritis and chronic ileus problems. The patient arrived with fever and reduced general condition. During her stay at the ward, she was treated for various infections. She has a tunneled cvc with tpn (total parenteral nutrition). In the evening on the (B)(6) 2015 the patient feels sick and her stomach hurts. The nurse who is on night shift is connecting a new drip to the patient as prescribed. When she is checking on the patient at 23:10 pm she finds the patient non responsive and starts immediately CPR and calls for the anesthetic team on duty and together they treat the patient. The nurse discovers then that the infusion which should be infused in 10 hours has finished within one hour. She informs the anesthesiologist. The patient is transferred to ICU where she once again receives cardiac arrest and later dies at 01:20 am on the (B)(6) 2015"

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the provided sample were read and analyzed. The indicated therapy was started on (B)(6) 2015 with a rate of 1100 ml/h and stopped by alarm "too few drops". The pump was switched off. On (B)(6) 2015 during daytime, the pump was restarted and the delivery rate was repeatedly changed and the infusion started each time for a short while. Thereupon the sample was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and slight contaminations. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. The attached drip sensor was tested and worked within specification. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. Inside the device no damages or signs, which were able to cause the described malfunction were found. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.